Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number bz1772, inserted on (B)(6) 2015. Physician inserted essure coil on left ostium successfully under general anesthesia. Right ostium essure insertion was attempted; however, physician informed that after releasing the device, no coil was seen (no resistance was felt). Health care professional suspected a faulty device with no deployment of essure coil. Three more insertion attempts were unsuccessful. Physician then proceeded with laparoscopy which revealed essure perforation of four micro-inserts in fallopian tube. Laparoscopy also confirmed that device did not fail and the adverse event resulted from user error. Follow up information (perforation questionnaire) received on (B)(6) 2015: the patient medical history includes 2 c-sections (parity 2) and a cervical conization. Her concomitant diseases are atopic dermatitis and nickel allergy. Physician was not aware of previous gynaecological intervention or curettage, previous ius/iud, myomectomy or adnexal surgery. Essure was inserted on (B)(6) 2015. The physician did not know if the patient was post-partum; she was not breast-feeding at time of the insertion. Prior to the insertion procedure the patient had no abnormal uterine findings. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. During the procedure, cervical dilatation was performed (no sounding); the patient was under general anesthesia. The visualization of tubal os was considered easy on left side and moderately easy on right side. The insertion was considered moderately easy on right side, correct placement with 8 coils, and some resistance was meet; at laparoscopy (lsc) it was found that the essure tip was close to tubal serosa, non-perforated on the right; but essure distal tip seen subserosal (penetration of tubal mucosa suspected, however irrelevant as serosa intact). On the left side a complete perforation at or short behind left tubo uterine junction occurred; it was very easy, the first mm of tubal ostium seen orthograde and insertion of essure tip without resistance. The placement of 4 devices was easy, but wrongly assumed failure to deploy implant (instead inadvertent loss into abdominal cavity); consideration of options, acquisition of replacement essure catheters, and repeat study of manual all took extra time. The patient did not have complaints immediately after insertion. The perforation was diagnosed during operation (laparoscopy) on day of insertion; the perforation occurred before the device deployment. Tubal ligation was completed with laparoscopic bipolar tubal ligation and bilateral partial full thickness salpingectomy. Essure on right side was left in the correct position. On the left side all 4 devices were removed; 1 from meso-sigmoid (coils partly expanded) plus 3 devices from pouch of douglas, these 3 un-expanded. Physician mentioned that the devices removal was not medically necessary. The patient recovered well (daystay), the problem was resolved intraoperative.. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a laparoscopy performed showed perforation of four essures micro-inserts in fallopian tube. This event is serious due medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of device insertion or removal. In this case, the left insert was placed with no difficulties. The right side was attempted, but physician after deployment did not see any coil. Then, he tried 3 more times without success and thereafter proceeded with laparoscopy which revealed perforation of 4 micro-inserts in fallopian tube. The essure devices were removed and patient recovered. Considering the event occurred in association with essure placement, causality with essure use cannot be excluded and since an intervention was required this case is regarded as incident. Technical analysis is expected.

Manufacturer narrative:
Ptc investigation result was received on 25-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: reported lot number bz1772 is not a valid lot number. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a usability issue. The ae case refers to batch number bz1772 which is according to the rqu an invalid batch number. Neither a valid batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-aug-2015 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a laparoscopy performed showed perforation of four essures micro-inserts in fallopian tube. This event is serious due medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of device insertion or removal. In this case, the left insert was placed with no difficulties. The right side was attempted, but physician after deployment did not see any coil. Then, he tried 3 more times without success and thereafter proceeded with laparoscopy which revealed perforation of 4 micro-inserts in fallopian tube. The essure devices were removed and patient recovered. Considering the event occurred in association with essure placement, causality with essure use cannot be excluded and since an intervention was required this case is regarded as incident. Based on the available information, there is no reason to suspect a quality deficit of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.